Manufacturer narrative:
The 510(k) number has been corrected to reflect the updated material number. This corrected information is provided in this follow-up report.

Event description:
Failure to osseointegrate. The 510(k) number has been corrected to reflect the updated material number. This corrected information is provided in this follow-up report.

Event description:
Failure to osseointegrate